Event description:
It was reported prior to implant one of the leaflets would not open, however, the surgeon implanted the valve and the leaflet functioned normally. When the pt was taken off bypass radiological examination of the valve showed the leaflet was not opening. Upon visual inspection the leaflets appeared to open once again but the physician decided to explant the valve and replace it with a smaller valve (model and serial number unk). The pt died due to pre-existing poor lv and rv function. The date of death is unk. The surgeon believed it may have been an anatomical problem (enlarged papillary muscle) although there were no signs of entrapment or obstruction. He did notice there was intraoperative thrombotic material around the hinge mechanism (this was not preserved). Additional info has been requested.